Event description:
The customer contact reported, the device was found delivery at a rate different than the originally programmed rate. The primary line of the device was programmed to deliver an normal saline at a rate of 70ml/hr with a volume to be infused (vtbi) of 1000ml. The secondary line was programmed in the piggyback mode to deliver an unspecified concentration of ceftriaxone at a rate of 100ml/hr with a vtbi of 100ml and the delivery was started. After an unspecified length of time, the nurse noted the piggyback delivery was complete; however, the pump displayed the primary rate of 250ml/hr instead of the programmed rate of 70ml/hr. The primary line was reprogrammed to deliver at a rate of 30ml/hr and the delivery was resumed. After an unspecified length of time, the nurse noted that the primary line of the pump was delivering at a rate of 70ml/hr instead of the programmed rate of 30ml/hr. The patient was prophylactically treated with 100mg of lasix IV push, and an unspecified dose of potassium. There were no reported adverse patient sequelae. The device was removed from clinical service. During testing at the user facility, the pump was found delivering at a rate different than the originally programmed rate. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The device maintained the programmed rate throughout the testing procedures.